Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "when the camera is inserted and the connector is moved side to side, image goes in and out and noise appears" occurred due the worn-out video connector latch. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the evaluation found that the video connector latch was worn, causing poor connection with the pigtails. Additionally, there were minor dents and scratches on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during preparation for use, it was discovered that the evis exera iii video system center was used to perform an unspecified procedure after accidentally switching to observation mode when the endoscopic image did not look normal. Additionally, it was reported that when the camera was connected, the image was intermittent and vertical lines and static appeared when the camera connector end was moved. There was no patient or user harm reported due to the event.